Manufacturer narrative:
Event should be for both adverse event and product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Based on additional information received, the previously reported patient code of c76143 no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the por was that the patient was taken back to surgery due to an infection around the device. The por and infection issues were reported as resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they had notified their managing physician for the issue and was seen on (B)(6) 2019. The patient stated that they were not sure of the cause of the por but presumed that the surgery had caused it. As a step taken to resolve the issue, the nurse re-set the device. The patient stated that the por issue was resolved and the device ¿works great!¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that a power-on-reset (por) was seen on the patient¿s device. The patient indicated that they had some surgery yesterday ((B)(6) 2019) and that they turned the therapy off for the surgery. They tried to turn it back on this morning and saw the por screen message. There were no further complications reported or anticipated.